Event description:
The 3m received info that a (B)(6) female pt sustained a 2nd degree burn, caused by a 3m universal electrosurgical grounding pad during a breast implant exchange procedure. The pt was treated by surgical debridement, bacitracin and a telfa dressing. Reportedly, the staff person removed the plastic liner from the grounding pad and failed to notice the liner in her hand was torn, the liner with a horizonal blue line remained with the plate, and the section of the plate with the plastic liner did not stick to the pt. No other adverse pt effects were reported. If add'l info is received, a follow-up report will be submitted.

Manufacturer narrative:
No eval will be performed.